Event description:
One touch induo meter read inaccurately high [device failure]. Blood glucose 2.4 mmol/l [blood glucose decreased]. Case description: medical device info: class iib. This spontaneous case from (B)(6) was reported by a pt via lifescan (B)(4) as "one touch induo meter read inaccurately high", "pt's blood glucose was 2.4 mmol/l" and concerns a female pt using induo (device therapy) for 68 months and novorapid (rapid-acting insulin apart) from and to unk dates for an unk indication. Pt's height: not reported. Medical history: not reported. On (B)(6) 2009, the pt contacted lifescan (lfs) (B)(4) alleging that a one touch induo meter read inaccurately high. The pt tested her blood glucose eight times a day. She tested before and after meals, and at bedtime. The pt took novorapid and adjusted the dosages based on her meter readings and meals. The pt indicated that the alleged meter issue started on (B)(6) 2009, before lunchtime at 11:30 am. At that time, the pt claimed to have obtained a meter reading of around "24.0 mmol/l." According to the pt, her normal pre-lunch blood glucose levels were around "4.0 and 6.0 mmol/l." Based on the meter reading, the pt took 42 iu novorapid and then ate lunch as usual. At 1 pm that same day, the logbook and made unspecified general comments regarding her insulin regimen. However, no changes were made regarding the insulin regimen. The doctor also tested the pt using an unidentified meter and got a result of "3.9 mmol/l." The pt denied receiving treatment although the doctor reportedly told her that the meter reading was a bit low but she was not hypoglycemic. At 1:10 pm, the pt went to a pharmacy to purchase a new meter. While she was there, the pt claimed that she developed symptoms of cold sweats, weakness, and a bad headache. She was also afraid of moving or falling. A nurse at the pharmacy tested her blood glucose using an unidentified meter and got "2.4 mmol/l." The pt administered self-treatment by consuming glucose tablets. When she got home, the pt tested her blood glucose on a non-lfs (non-lifescan) meter and got around "13.0 mmol/l." The meter was replaced. Outcome was not reported: case comment: MFR's preliminary comments: based on the info provided, this complaint is being reported due to the following conclusion: the customer claimed that she developed symptoms suggestive of several hypoglycemia after taking novorapid insulin based on a meter reading.